Manufacturer narrative:
Batch review performed on 17 september 2019: lot 178691: 120 items manufactured and released on 14-apr-2018. Expiration date: 2023-02-28. No anomalies found related to the problem. To date, 114 items of the same lot have been already sold without any other similar reported event. Additional devices involved: batch reviews performed on 17 september 2019: gmk-sphere 02.12.0510fr tibial insert fixed sphere flex size 5/10 mm (k121416) lot 171900: 75 items manufactured and released on 04-jul-2017. Expiration date: 2022-06-20. No anomalies found related to the problem. To date, 72 items of the same lot have been already sold without any other similar reported event. Gmk-sphere 02.12.0705r femoral component sphere tinbn coated size 5 r lot 174175: 26 items manufactured and released on 22-nov-2017. Expiration date: 2022-01-10. No anomalies found related to the problem. Femur and tibial tray not marketed in the USA.

Event description:
Revision surgery performed 8 months after the primary due to an infection ( the pathogen is enterococcus faecalis). The prosthesis was removed and replaced with a spacer (biomet). The surgeon referred to the agent intraoperatively granulation tissue was noted.